Event description:
Procedure type: unk. According to the reporter: did not work. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010, therefore, this report requires a 5 day MDR based on this new info.